Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that during a haemorrhagic scalp suture requiring a deep plane, 2 needles broke in the wound during simple handling without any particular constraint. The department was unable to keep the needles. The suture was carried out using a different material, but no further information was given on the batch and reference of the replacement needle. The pieces of needle were recovered, with no other serious consequences for the patient. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market 4,572 units. There are 1,224 units in stock in b. Braun surgical's warehouse. 1 box of product has been analyzed from stock (36 unopened pouches). On the closed samples received we have checked the tips, edges and geometry of the needles and are within the specification. We have tested the needle bending strength of the needles received and the results are 8.084 nxcm in minimum and fulfill the needle specifications of 7.2 nxcm in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the samples received comply with usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received from stock. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.